Manufacturer narrative:
Results: instructions for use was reportedly not received by the user facility. No risk to safety associated with the product malfunction as the product had all functionality available in manual form.

Event description:
It was reported by service report that the product was not functioning properly and instructions for use were not received by the account. No patient involvement or adverse consequences are reported.